Event description:
On 7/12/24 at geisinger wyoming valley there was a serious event that involved one of the b braun IV pumps. The pump involved was set to administer a fentanyl continuous infusion at 2.5 ml/hr. The patient received 100mls in 37 minutes. The pump was interrogated, and it was determined that the pump settings. Were correct. It was determined to be a suspected pump malfunction.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(6). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The log review did not note an occurrence of the reported issue, the device was not returned for evaluation. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The log review did not note an occurrence of the reported issue, the device was not returned for evaluation. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.